Manufacturer narrative:
(B)(4) section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk infant nasal tubing was not received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information / photography provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the provided photography confirmed that one of the tubing was torn near the circuit of the nasal tubing. Conclusion: our investigation could not determine the cause of the reported failure. All bc191-05 bubble CPAP systems are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage to the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 bubble CPAP system state: "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 bubble CPAP system.

Event description:
A healthcare facility in china reported via the nmpa reporting system that a bc191-05 flexitrunk infant nasal tubing was found to be damaged before use on a patient. There was no reported patient involvement.

Event description:
A healthcare facility in china reported via the nmpa reporting system that a bc191-05 flexitrunk infant nasal tubing was found to be damaged before use on a patient. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk infant nasal tubing was not received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility stated that the bc191-05 flexitrunk infant nasal tubing was damaged before use on a patient. Conclusion: without the subject device being returned for an evaluation, we are unable to determine the exact cause of the reported fault. All bc191-05 bubble CPAP systems are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage to the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 bubble CPAP system.